Event description:
The dealer called stating that the drive shaft on the 5410low full electric bed is allegedly not catching with the springs as it should and will finally grind.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5410low, serial number/date code (B)(4) is approximately 1 year 3 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.